Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 09july2019. Evaluation findings showed the air flow sensor u1 was out of specification. This causing the failed air flow accuracy test. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the device failed the air flow accuracy test. The device was in service when the reported event occurred. But, this event did not pose a risk to the patient for injury or death.